Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and as a result, the pump shut off. The customer¿s blood glucose (bg) level was in the 500s (mg/dl). A manual injection was delivered to address bg level. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 80% to 45% within one day. Reportedly the customer would continue to use the pump for insulin therapy.